Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. On an unreported date, the patient was hospitalized for an unknown indication and subsequently died in the hospital. It was not reported whether an autopsy was performed. It was reported that therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy with a homechoice device or a baxter solution at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.